Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned has a bent tip. A visual examination revealed that the wire was broken 138cm from distal to broken section and 192cm from proximal to broken section with an overall length of 330cm. Also, there was evidence of rotational wear in the broken section. Dimensional inspection revealed that the overall length was unable to be measured due to the device condition. The outer diameter (od) of the distal tip, middle and proximal section of the device were within specification.

Event description:
It was reported that a rotawire fracture occurred. A 1.25mm rotalink plus and a rotawire were selected for use. During preparation, outside patient's body, the operational speed was set at 200,000rpm and the physician stepped on the foot pedal to lower the speed. Then, when the nurse attempted to turn down the rpm, it was noted that the rotawire snapped. It was further noted that the portion that snapped was near the rotaburr. The procedure was completed using a different device. No patient complications were reported. The patient was stable post procedure.

Event description:
It was reported that a rotawire fracture occurred. A 1.25mm rotalink plus and a rotawire were selected for use. During preparation, outside patient's body, the operational speed was set at 200,000rpm and the physician stepped on the foot pedal to lower the speed. Then, when the nurse attempted to turn down the rpm, it was noted that the rotawire snapped. It was further noted that the portion that snapped was near the rotaburr. The procedure was completed using a different device. No patient complications were reported. The patient was stable post procedure.